Manufacturer narrative:
There is no known patient involvement. PMA 510(k) the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was contaminated with mycobacterium chimaera. There is no known patient involvement. A sorin group field service representative was dispatched to the facility to perform a visual inspection of the unit. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was contaminated with mycobacterium chimaera. There is no known patient involvement.